Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 valve was not returned for examination as it remains implanted in the patient. Imagery was provided and the following was observed: the sapien 3 leaflets are oriented with one facing anteriorly and the two others facing posteriorly. The anterior leaflet is only, at most, faintly visualized. The two posterior leaflets are better visualized. There is no meniscal-shaped hypoattenuation/thickening. Both leaflets show movement throughout their curvilinear entirety throughout the cardiac cycle with no discernible new hinge point as what would typically be seen if halt affects leaflet motion. The two posterior leaflets do not demonstrate vigorous opening movement as one typically sees in the aortic position, which may likely relate to the lower pressure differential across the valve in the ivc position. The leaflet facing posterior right shows the least vigorous opening. There were no signs of thrombus or fractures. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions were reviewed: caval prestent and the physician training document., based on this review, no IFU/training deficiencies were identified. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the imaging analysis, minimal leaflet motion was initially observed immediately post procedure but resolved itself after additional fluids were administered to the patient. Patient volume status may potentially have contributed; however, a clear root cause is inconclusive. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text: valve remains implanted.

Event description:
As reported by the right flow clinical trial, approximately 8 months and 18 days. Post successful implant of a 26mm sapien 3 valve inside a cavel implant within the ivc. The echo suggests, that 2 of the leaflets of the valve are frozen. As reported by the site, if the leaflets remain frozen, they will perform a valve in valve procedure.